Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4), reason for original complaint ¿ litigation alleges diminished physical function, pain, impairment, limited range of motion and elvevated levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 (right hip). Dor: (B)(6) 2012. Patient is resident of (B)(6). Update 10/4/2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 03/01/2013 - patient's preliminary disclosure received (B)(6) 2012 with operative reports. The information received does not change the MDR decision or the outcome of the investigation. Update: 19 oct 2017. Pfs and medical records received. There is no new allegation. After review of medical records for the MDR reportability there was no new allegation. Added complainant information. This complaint was updated on oct 27, 2017.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number wpc (B)(6), reason for original complaint ¿ litigation alleges diminished physical function, pain, impairment, limited range of motion and elevated levels of chromium and cobalt after asr hip implant. Doi: (B)(6)2009 (right hip) dor: (B)(6)2012 patient is resident of (B)(6). **update** 10/4/2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 03/01/2013 - patient's preliminary disclosure received (B)(6)2012 with operative reports. The information received does not change the MDR decision or the outcome of the investigation. Update: 19 oct 2017. Pfs and medical records received. There is no new allegation. After review of medical records for the MDR reportability there was no new allegation. Added complainant information. This complaint was updated on oct 27, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.